Manufacturer narrative:
Samples labeled "2", "3", and "4" were provided for investigation. Investigations of these samples found no interfering factors present. The differences between the tsh and ft4 values generated with the assays from roche diagnostics and abbott relate to differences in the setups of the assays, the antibodies used, and differences in the standardization materials and procedures used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter stated they received questionable results for 11 patient samples tested with the elecsys ft4 iii assay and the elecsys tsh assay ver. 2 on a cobas e 801 module (serial number (B)(4)). The results did not agree with the results measured using the abbott method. This medwatch will apply to the ft4 assay. Refer to medwatch with a1. Patient identifier pt-80204 for information related to the tsh assay. Refer to attachment 1 for all patient data. The samples were collected within the period of (B)(6)2023 to (B)(6) 2023. Each sample was collected from a different patient.

Manufacturer narrative:
The samples were requested for investigation.

Manufacturer narrative:
The component, evaluation method, evaluation result, and evaluation conclusion codes have been updated.